Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. Additionally, the submitted x-ray image was unremarkable. As of (B)(6) 2023, the product has not returned due to customs and shipping. In the event that the product returns at a future date, this investigation will be re-opened to carry out product analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023 due to a driveline infection that did not respond to antibiotics. The patient was transferred to the intensive care unit (ICU) and was hemodynamically stable.